Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2016 with the following findings: review of the black box data revealed occlusion alarms due to high force recorded. On investigation, rewind, load and prime sequence was successfully performed without alarm. Force sensor calibration test confirmed the force sensor was detecting correct force. The pump was exercised for 24 hours without occlusion. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked at the case seal to the left of the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a occlusion (occlusion issue) issue. The user alleged random cs064 or occlusion alarms with infusion set tubing/site. Animas customer technical support confirmed the user was correctly following the infusion set instructions for use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.